Event description:
It was reported that a patient experienced a revision surgery due to aseptic loosening of acetabular cup approximately 10-years post implantation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Unknown 36mm liner, unknown stem (not zb product), unknown head (not zb product). G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned to the post market surveillance team for examination. However, one image showing the explanted 52mm allofit shell and 36mm liner was provided. Both devices are covered in bio-debris. No apparent bone-ongrowth can be observed on the seating surface of the allofit shell. A review of the complaint history could not be performed due to missing reference and lot numbers. Additionally, it was reported that the femoral stem and femoral head are competitor product. Products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. There was no assurance that products from different companies may be safely used in combination with each other. Two radiographs, on preoperative and one postoperative were provided and reviewed by a radiologist with the following assessment: "ap view of the pelvis labeled preop demonstrates bilateral total hip arthroplasty. Screw fixation of the right acetabular cup with significant loosening resulting in vertical position of the acetabular cup. No dislocation. Left total hip arthroplasty also seen with radiolucent acetabular cup and asymmetric position of the femoral head which could indicate polyethylene wear. No bony fracture. Postop imaging demonstrates right acetabular reconstruction with revised acetabular cup in place". Based on the available information, the reported event can be confirmed. A definitive root cause for the reported event of aseptic cup loosening could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.